Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture and sensing. It was also observed that when the pacer was extracted from the pocket, the lead spontaneously fell from the pacer.